Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer with a neurostimulator for non-malignant pain. It was reported that the patient had the reposition antenna screen when he first got the device, but it would eventually find the implantable neurostimulator (ins) and charge it. When the patient moved to a different country at the end of 2013, the patient started having issues with charging. The patient would charge all night and, the next day, it would show that he only had half a charge. In (B)(6) 2014, the device stopped charging and the patient was unable to charge. It was also reported that, before the summer of 2015, the patient noticed the ins flipped. If the patient moved the wrong way or pulled his pants too fast, the device flipped 180. It was mentioned the patient lost a lot weight between (B)(6) 2013 and the time of the report; the patient was (B)(6) and was now (B)(6). It was also reported that the patient noticed he was having a lot of pain around the lower spine. The patient had the ins for neurological pain down his left side for his previous injury, but this was a muscular pain that started in the summer of 2015. The patient went to an orthopedic healthcare professional and it was determined he tore his piriformis muscle. The healthcare professional thought that maybe the device slipped and put pressure on the piriformis muscle. It was reported the patient was currently in over discharge and confirmed that the insr and patient programmer were not connecting. It would not charge at all; the patient had difficulty recharging and was not able to charge. It was painful. The patient was on medication. The patient wanted the device removed so he can go on with more treatment because the healthcare professional wanted to put plating in his back and they needed to do an MRI.